Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited variable shock impedance measurements of up to greater than 125 ohms. Boston scientific technical services (ts) discussed programming options with the health care professional (hcp). The lead remains in service. No adverse patient effects were reported.